Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application and problems were found with the device double beeping with a cassette attached. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.